Event description:
As reported by navilyst medical's distributor in the (B)(6), an end user hospital noticed air entering the manifold in a convenience kit due to connections being loose. This reportedly occurred 4 times. There was no air injection and no pt injury. The end user discarded the used devices, and has "integrated a procedure for 100% checking of all connections before priming the system". Despite multiple attempts by navilyst medical to obtain additional info regarding the catalog number, lot number and additional event details, this info was not made available.

Manufacturer narrative:
The navilyst medical on 10/2014 complaint report was reviewed for the convenience kit product family and the failure mode "air bubbles noted". No adverse trends were identified. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for eval, we are unable to definitively determine a root cause for this incident. Based on info received, the likely root cause of the air bubbles in the system is the end user not confirming all connections are secure during prep. Of the procedure (B)(4).